Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer experiencing high blood glucose and diabetic ketoacidosis. Customer¿s blood glucose level was 542 mg/dl. Customer expressed symptoms as nausea. Customer reported that without the need for medical assistance, recovered with conservative management at home. The customer reported that it was due to insulin exposed to extreme heat. The insulin pump will not be returned for analysis.